Event description:
It was reported by the patient that the patient is getting strong electromagnetic interference (emi) from the kitchen and living room but only after being in those rooms for 1-2 hours. The patient feels nauseated and dizzy. The patient feels fine when getting up in the morning or if the patient goes for a 45 minute walk outside. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.